Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that after filling a new cartridge with insulin the previous night, the insulin gauge displayed an "x" on the insulin gauge. Reportedly, the customer had disconnected from the pump while playing baseball and when the customer came back, there was an "x" on the insulin gauge. Tandem technical support recommended the contact access the pump history to observe if an alarm had occurred. However, the contact reported that the pump was unavailable at the time of the call. During a follow-up call on (B)(6) 2017, the contact reported pump was still unavailable; however, the customer resolved the issue by changing the cartridge and no further troubleshooting was needed. The contact reported that the customer's blood glucose level was not impacted.